Event description:
It was reported that a 355ld was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the reset button would not set properly. A new trocar was used to complete the case. There was no consequence to the pt.